Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t machine was used for treatment when microbubbles entered the bloodlines (a non-fresenius product). The biomed stated that the event occurred approximately 40 minutes into the patient¿s treatment and the clinic staff was first alerted to the issue after the machine alarmed appropriately with an air detection alarm. The patient¿s blood was not returned per clinic policy however their estimated blood loss (ebl) could not be provided upon request. The biomed stated that small cuts were noticed on the bloodlines after they were stripped from the machine. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The blood pump rollers were replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The blood pump rollers are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the the manufacturer was able to determine during their investigation a causal relationship between the objective evidence and the alleged event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation was able to confirm the reported issue.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008t machine was used for treatment when microbubbles entered the bloodlines (a non-fresenius product). The biomed stated that the event occurred approximately 40 minutes into the patient¿s treatment and the clinic staff was first alerted to the issue after the machine alarmed appropriately with an air detection alarm. The patient¿s blood was not returned per clinic policy however their estimated blood loss (ebl) could not be provided upon request. The biomed stated that small cuts were noticed on the bloodlines after they were stripped from the machine. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The blood pump rollers were replaced to resolve the reported issue. The machine has been returned to service without reoccurrence of the reported issue. The blood pump rollers are available to be returned to the manufacturer for physical evaluation.